Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was being treated for a 6.0 cm fusiform abdominal aortic aneurysm. The proximal neck was 20-22 mm in diameter and 25 mm in length. There was aneurysm and proximal neck had significant thrombus. It was reported that the devices were implanted. Intra-operatively, a type ia proximal endoleak was observed. The physician performed touch-up with a tmp balloon and then the endoleak was reduced, but not resolved. There was very limited blood flow into the aneurysm. The physician thinks the endoleak will resolve with time. The cause is most likely due to thrombus in the proximal neck and the unsteady diameter. There was no injury to the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (thrombus in the proximal neck and the unsteady diameter). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (thrombus in the proximal neck and the unsteady diameter).